Event description:
It was reported that during a new pump implant, the pump was filled with morphine 25 mg/ml at a dose of 1.2 mg/day. The pt began to show overdose symptoms, including sleepiness the next day, so the pump was stopped as it was determined that the dose was too high. The pt was being monitored as she had metastatic cancer and had been in the hospital prior to getting the pump implanted. Approximately three days later, the drug concentration was reduced via system contents removal. The drug was diluted with preservative free normal saline to a lower concentration and the dose was reduced. No device troubleshooting was performed. The reporter stated that the pt was stable in 2008.

Manufacturer narrative:
.